Manufacturer narrative:
Evaluation summary: no anomalies were found, however the distal electrode was covered in body tissue/fibrotic growth; full lead returned and analyzed.

Event description:
It was reported that the right atrial (ra) lead dislodged and the right ventricular (rv) lead slack had pulled all the way out. Both leads were explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.